Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched and torn notch were confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was received for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that during preparation of the 2.50x38mm rx esprit btk system, the device became stuck on the 0.014 command guide wire. The device was removed however it was noted the guide wire exit notch was stretched and torn. It was noted the guide wire exit port was not flushed prior to attempting to load the guide wire. It should be noted that the esprit btk system instruction for use states: perform guide wire lumen flush and delivery system preparation prior to advancing the device on the guide wire. It is also noted that while introducing the scaffold system into the vessel, do not induce negative pressure on the delivery system as it may cause stent dislodgement. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that during preparation of the 2.50x38mm rx esprit btk system, the device became stuck on the 0.014 command guide wire. The device was removed however it was noted the guide wire exit notch was stretched and torn. It was noted the guide wire exit port was not flushed prior to attempting to load the guide wire. Another same size device and the same command guide wire were used to continue and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.